Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause of this service code was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing is the shorted c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor displayed a service code.